Event description:
A customer reported an error with their continuous glucose monitor, labeled as cgm error 42, related to their g7 sensor. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, a technical support representative assisted the customer with resetting their pump, which successfully restored normal function, and the sensor session was started without further errors.